Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, flow greater than 4 liters per minute cannot be achieved without volume issues in their reservoir. The surgical procedure was completed successfully and there were no delays, no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
Following a review by clinical, it was determined that the customer had previously been using a different cannula and was using moderate vacuum assist and, therefore, noticed a difference compared to the previous cannula. The customer is now aware of the difference and will adjust their technique accordingly after discussion with clinical. The root cause is customer technique. There is no issue with the cannula. This report is being submitted to the FDA as a result of a retrospective review of complaints.